Event description:
It was reported the anterior face of a vu apod cage fractured during insertion. The surgeon left the implant in place because it was fully positioned when this occurred. The surgery was a l4-s1 anterior lumbar interbody fusion (alif) surgery. The implant fractured at the l5-s1 level. The surgeon used k2m aleutian implant for the l4-l5 level to complete the surgery and placed an anterior plat as planned after the second interbody was in place. The surgery was delayed by 5 minutes which was a result of opening the other implant set. All pieces of the fractured device that were not implanted were recovered; they were discarded. There was no pt injury or adverse consequences to the pt reported.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported info.